Manufacturer narrative:
Device manufacture date: february 8, 2017 ¿ february 10, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white powder was observed on the outside of a small volume infusor close to the pink top. The device was filled with 4600mg fluorouracil hs in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.